Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: a review of the pump history was conducted and no pump reboots were recorded. Evaluation revealed that the battery compartment threads were cracked. The battery cap was not able to be secured properly to the pump and was not able to maintain an electrical connection. A test battery cap was used to complete the investigation. The pump was exercised for 24 hours using the test battery cap with no power issues occurring. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was noted that when the battery cap was attached to the pump the crack would worsen and the pump would reboot. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.